Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lidstock as part of this kit typically has the words "do not bend" clearly visible on the front of the lidstock. The product labelling was updated to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the swg was broken at the 3rd part of the guide prior to use on the patient. The complaint file will be updated, if further information is received.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the swg was broken at the 3rd part of the guide prior to use on the patient. The complaint file will be updated, if further information is received.